Event description:
It was reported that the customer was hospitalized for high bgs and dka. The infusion set was changed five days prior to the event. Troubleshooting was performed. The pump passed the functional testing, however, the programming showed the pump was off by an hour. Also the alarm history shows an alarm. Advised the nurse to call back the help line for further questions if needed.